Event description:
Pt had ICD implant. Device detected and treated vt the first time. Then the device stored episodes that it thought was "noise" but was most likely polymorphic vt and the device did not treat it. FDA safety report ID# (B)(4).